Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing / product investigation was performed ¿ the pfna - nail was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The nail shows wear marks inside the blade-bore and scratches at the surface. The cross section of the broken surface shows no irregularities. Based on the provided information, no clinical details of the implantation, no x-rays or information about post-operative activities, it is not possible to determine the exact cause of this occurrence. It is assumed that the pfna - nail (area of proximal blade - bore) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. The blade shows wear marks and scratches at the surface, therefore the lot number is not readable anymore. Also the hexagonal recess is damaged. DHR could not be reviewed as lot number is unknown. It is assumed that the damage on the surface was e result of the implant removal. Based on the provided information, no clinical details of the implantation, no x-rays or information about post-operative activities, it is not possible to determine the exact cause of this occurrence. The blade shows wear marks and scratches at the surface, therefore the lot number is not readable anymore. Also the hexagonal recess is damaged. DHR could not be reviewed as lot number is unknown. It is assumed that the damage on the surface was the result of the implant removal. Based on the provided information, no clinical details of the implantation, no x-rays or information about post-operative activities, it is not possible to determine the exact cause of this occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. The device records suggest that this may have been a postoperative breakage requiring revision surgery (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation (pfna) broke at the pfna blade hole. There was no prolongation in surgery reported. This is report 2 of 2 for (B)(4).